Manufacturer narrative:
Exact date unknown, event occurred three years ago the date the manufacturer became aware of the event. Explant date: three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19265064 / 19152464. Product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17479470.

Event description:
It was reported that patients device stopped working. The patient underwent an explant procedure and the explanted devices were not returned.